Event description:
Reporter alleged obtaining a discrepant blood glucose result of 61 mg/dl on a neonate using the inform system compared back to back with a result of 39 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged obtaining an additional comparison at a separate time of 65 mg/dl on a neonate using the same inform system compared back to back with a result of 33 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged obtaining another additional comparison at a separate time of 57 mg/dl on a neonate using the same inform system compared back to back with a result of 39 mg/dl on the lab system when testing was performed with 10 minutes. Reporter stated the neonate was given d10 after the result was obtained from the meters, but the patient was asymptomatic and that treatment was not based on the meter readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.